Event description:
It was reported that the right atrial lead was damaged during a right ventricular lead revision procedure. After remaining in use for another seven years, the lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg ICD implanted: (B)(6) 2007; 305f25 tissue valve implanted: (B)(6) 2003. (B)(4).